Event description:
Rayner intraocular lenses limited received notification from its distributor of an event that occurred following implantation of an m-flex 630f iol. The m-flex 630f iol was implanted on (B)(6) 2011 and on (B)(6) 2014 the pt was required to undergo vitreoretinal surgery. Post vitreoretinal surgery, the pt complained of progressive visual loss. In (B)(6) 2014 opacification of the iol was observed by the healthcare professional.